Manufacturer narrative:
The field engineer (fe) visited the customer following the event and asked the technician who was present during the event for information and took photos of the system and the prep table which was involved in the collision. The obstruction free safety area, where obstacles must not be positioned, is supposed to be marked around the system using yellow tape. Such a marking was missing at the time of the event, due to site requirement, stating that tape on floor may attach germs which cannot be cleaned. The system software logs from the time of the event were analyzed. No system malfunction was identified: no failure messages or inadequate system behavior evidences were identified in the system sw logs. The event was reproduced on an infinia system at the manufacturing site. During the reproduction the system acted as commanded. Sw logs and fe description of the event met actual system behavior, which was observed during reproduction. The primary root cause is use error as the technician did not follow the operation instructions to keep safety area vacant from people and objects for gantry rotation and table movement. Additional information: (B)(6). Date received by MFR: 11/3/2009.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the patient scan was complete and the technologist moved a small table that the patient's arm was lying on to remove the IV. The tech pressed the unload button which started a pre-program motion causing the gantry to rotate in a counter clockwise motion pinning the tech's hand under the corner of the gantry to the small table that was next to the system. The technician's hand pressed down the patient's hand. A second tech grabbed the hand control stopping the rotation and reversed the direction of the unit. The technician suffered a finger fracture and the patient suffered a bruised arm.